Event description:
Immediately after insertion, blood was noted to leak from the hub of the central lumen arterial line connection. The balloon continued to leak until it was discontinued 8 hours later.